Manufacturer narrative:
Incident was identified during a review of the customer's files. (B)(4).

Event description:
During the review of wadiana logs received from the customer as part of tc10-186 product notification review of previously reported results on the ortho provue analyzer, the following incident was identified. The incident was related to failure to dispense plasma following a cancelled microtube per tc 10-174 cancelled microtubes using software version 3.1 on the ortho provue analyzer. The concern is related to the crossmatch-iat test. Event occurred on (B)(6) 2010 at 12:24 pm to batch 6591. Provue failed to deliver patient plasma into microwell #5 to the mts anti-igg gel card (barcode # 03171001042612002745) for the iat crossmatch to sample ID (B)(4) (position 6 on carousel) to donor ID# (B)(6). Provue had resulted the test with a negative result.